Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low expiratory minute volume. There was no patient harm. Provided logs confirm the reported issue. Our field service engineer (fse) investigated the issue further and found it was found that the issue was caused by hme (heat and moisture exchange) unit. No parts were replaced. The fse performed multiple peruse checks and the ventilator passed all functional and safety tests, hence it was returned for clinical use. Fse did not found any other defects with the device and/or faulty parts. The root cause of the issue has been identified and resolved.

Event description:
It was reported that the ventilator generated an alarm indicating low expiratory minute volume. There was no patient harm. Manufacturer's ref.#: (B)(4).